Event description:
It was reported that the device could not be interrogated. The device was explanted and replaced. No further information was reported.

Event description:
New information indicated that the patient was stable before, during, and after the procedure.